Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation. Confirmed, foreign material in the air and water channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented, by following the instructions for use, which state: IFU states, that detection method in gif/cf/pcf-290 series, operation manual chapter 3.: preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series, operation manual 3.8.: inspection of the endoscopic system. Nothing other, than sterile water should be used for air/water feeding. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited: contamination was identified in the air/water channel during the repair process. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.